Event description:
It was reported that the handpiece displayed an error code 4. Replaced the handpiece and completed the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.